Event description:
Boston scientific received info that this right ventricular (rv) lead dislodged from its original implanted site. The pt was to undergo an av node ablation. The physician elected to remove this rv lead and replace with another. No adverse pt effects were reported.